Event description:
Additional information was received from the patient. They reported that they started having problems with the ins in march, and they went back and forth but didn't get any relief so they had the ins replaced. Pt stated the ins was removed, but the pt was only told to return the controller when they called earlier. Pt said the doctor would have the ins after it was removed and if wasn't returned by now they're not sure if they still have it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their pain was starting to go back up and their therapy was not working as efficiently and the issue began about 3 to 4 weeks ago. Pt stated they needed to meet with somebody to reprogram their therapy. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp additional information was received from a patient (pt). It was reported that they have been having problems with the device since february or march of this year. Patient stated the device is not providing total therapy, they get jolts once in a while and the device turns on and off periodically. Patient reported they are going to have the device removed tomorrow. Patient asked if they need to return the external devices to mdt once the implant is remove. Patient services specialist reviewed information. Patient mentioned they called medtronic representative 3 times and they did not connect with a representative. Patient mentioned they cannot find a healthcare provider (hcp) that works with mdt devices. Patient services (pss) recommend patient call pss when the devices are remove to update device registration. Additional information was received from a patient (pt). It was reported that the mdt ins was removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.